Event description:
It was reported the customer was hospitalized multiple times due to an elevated blood glucose (bg) level (value not provided). Reportedly, the customer was using lispro for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.